Manufacturer narrative:
Based on new information provided by the customer, the originally reported patient codes have been updated.

Event description:
The reporter confirmed that there was no inflammation in the eye. The opacity observed was described as a fine, sandy, dense glistening opacity on the intraocular lens (iol) implant.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lenses remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported 30% of intraocular lens implants (iol) with opacities, resulting in dense 'sandy aqueous flare' following intraocular lens implant procedures. No other information provided at this time. There are two medical device reports associated with this event. This report is for the second lens model.